Event description:
Literature review objective: the document reviews literature on plaque resection for patients with glass I use the turbohawk system. Study time frame: the study time frame is from january 2018 to july 2022. Medtronic devices used: the turbohawk systemfor treating superficial femoral artery conditions. The entire cohort of patients successfully underwent surgery, achieving complete revascularization of the targeted vessels. Technical success was recorded in 135 cases (95.74%), with six instances of significant dissection necessitating the placement of everflex self-expanding bare metal stents. Five patients experienced critical arterial occlusions leading to ruptures during high-pressure balloon angioplasty; these were managed with compression bandaging, which effectively restored blood flow. Patients were monitored postoperatively for periods ranging from 1 to 24 months. 116 out of 141 patients were monitored during follow-up. Across the cohort, there was a significant improvement in lower limb ischemia symptoms. At the one-year follow-up, restenosis was observed in six patients within the initially treated segments. However, these cases did not require further surgical intervention due to the lack of clinical symptoms and were managed conservatively. After 24 months, five patients developed secondary stenosis accompanied by symptoms that necessitated surgical reintervention, which effectively alleviated their symptoms.

Manufacturer narrative:
Literature reference: doi.org/10.7717/peerj.18189 a2: average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.